Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
Following pci to the right heart and successful deployment of a 6f angio-seal vip vascular closure device, the patient experienced a retroperitoneal bleed. The retroperitoneal bleed was resolved surgically. During surgery the anchor and collagen were both visible. Reportedly, angiogram of the femoral artery was performed and reviewed by multiple physicians. It was confirmed by the vascular surgeon that there was no double puncture of the femoral artery.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented with a retroperitoneal bleed following deployment of a 6f angio-seal vip vascular closure device.